Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, episodes of ventricular oversensing were noted on the device. The physician believed the cause of the oversensing to be electromagnetic interference. The patient's condition was stable and will continue to be monitored.